Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. The surgeon reported while clipping the vein in the lung during the operation the clip did not function properly, it did not detach from applier. The surgeon tried to detach the clip using forceps, however was not successful. The procedure was completed using sutures. Component in use listed as concomitant device is: pl806r / ds-single fire lap.applier m 10/310mm.

Manufacturer narrative:
Investigation: the applicator was checked by the quality assurance of the manufacturing department. No deviation could be found, especially on the jaw parts. Several functional test were carried out successfully. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the applier found to be according to our specification valid at the time of production. Most likely the clip tilted during application, thus the clip could not be detached from the jaw parts. Corrective action: according to sop (B)(4) a CAPA is not necessary.